Manufacturer narrative:
Since this event involved four medical devices, four manufacturer reports are being submitted. This report describes the first device. Manufacturer report numbers 9611385-2015-00059, 9611385-2015-00060 and 9611385-2015-00061, describe the second, third and fourth device, respectively.

Event description:
On (B)(6) 2015, a representative from a dental office reported that patients with 3m espe lava ultimate cad/cam restorative crowns required tooth extraction. Follow-up information provided by the office on (B)(6) 2015, detailed the case of a (B)(6) female patient who received a lava ultimate cad/cam restorative for cerec crown on tooth #30 secured with 3m espe scotchbond universal adhesive, 3m espe relyx ultimate adhesive resin cement and 3m espe relyx unicem 2 cement on (B)(6) 2012. No information was provided to indicate how the decay under the crown was identified; the office notes that the decay was to an extent that the tooth was not salvageable. The tooth was extracted on (B)(6) 2015.